Event description:
Customer states: during pre-test prior to use on a patient a nurse reported that the tracheal cuff would not deflate completely after removal of stylet. The customer confirmed no patient involvement.

Manufacturer narrative:
The sample is expected to be returned for analysis. Conclusion not yet available.